Event description:
It was reported by the customer that they had an incident in which they dropped a patient during transport. The customer reported that they felt that the incident was not related to an issue with the cot. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: potential user error.